Manufacturer narrative:
This is associated with (B)(4), ultra corega flavor free. Ultra corega flavor free is marketed in the us as poligrip denture cream.

Event description:
This case was reported by a consumer via call center representative and described the occurrence of tooth extraction in a (B)(6) male patient who received double salt dental adhesive cream (ultra corega flavor free) cream for denture wearer. Concomitant products included denture adhesive powder-cmc or double salt (corega denture powder). On an unknown date, the patient started ultra corega flavor free. On an unknown date, an unknown time after starting ultra corega flavor free, the patient experienced tooth extraction (serious criteria disability), gum pain and intentional device misuse. On an unknown date, the outcome of the tooth extraction was unchanged and the outcome of the gum pain and intentional device misuse were recovered/resolved. It was unknown if the reporter considered the tooth extraction and intentional device misuse to be related to ultra corega flavor free. Additional details, the consumer mentioned that he mixed ultra corega flavor free or ultra corega mint flavor, depending on which product he had, with corega powder to get more adherence in the prosthesis but it did not work. The prosthesis moved and hurt his gum. Reporter mentioned that he used corega powder expired but it was very little and he scrap the product. He mentioned that he stopped using the product since more than one and a half year because his fangs were removed and the prosthesis cannot be held. Since then, he mentioned that he has to swallow the food. Specific dates could not be obtained as consumer mentioned that he does not remember and had more than one and a half year. Reporter mentioned that "he did not take other medications but he broke the clavicula and thinks he will be prescribed with something for the pain" (it happened after the events). Weight: 53 to 54 kg approximately. This case is related with (B)(4). Three different cases were created as requirement by local authority (1 case by suspect product). The action taken for the ultra corega flavor free was withdrawn(dechallenge was positive).